Event description:
It was reported the right atrial lead position resulted in ventricular capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: adsr01 implantable pulse generator (ipg), implanted (B)(6) 2012. (B)(4).